Manufacturer narrative:
E1. Facility name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found failure in the main unit imaging. Based on the investigation, it is likely a malfunction occurred in the main unit's image capturing, resulting in the inability to communicate normally, which led to the no image event. The investigation was unable to determine an exact cause of the corrosion at the electrical contact point of the video connector or the failure of the main unit imaging. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the following statement is found in the "warnings" section in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Chapter 3 preparation and inspection do not connect or disconnect the video connector while the power switch is on. Doing so may cause damage to the electrical circuitry inside the camera head. The following statement is found in the "warning" section of the instruction manual "for safe use_endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no display and there was a burn mark on the connector terminal. There were no reports of patient harm.